Manufacturer narrative:
(B)(4) was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. No sample or lot provided.

Event description:
During the course of patient care on a recent call I attempted to use a bd illinois bone marrow aspiration/intraosseous infusion needle (reference # (B)(4)) to establish vascular access on a critical patient. While attempting to advance the needle into the patient's proximal tibia the needle failed. The shaft of the needle bent at about a 40 degree angle. Upon removing the needle it was also discovered that the tip had curled away from the bevel (similar to the way in which a knife's edge that is improperly hardened will roll and fail). Patient was in an unresponsive state with developing shock during this call. The failure of this io needle delayed implementation of care to treat this patient's hypotension. As a paramedic I am seldom informed of the final outcome of my patients after they leave my care. It is conceivable that when the needle bent that it may have caused damage to ligaments or tendons of the knee (needle had not seated in the bone when it bent so it glanced off to the side). There was no medical intervention required to remove the needle. As stated earlier it is unknown if the patient received damage to tendons, ligaments, or other tissues that might have required further intervention (if the patient recovered from initial medical problem at all). Sample disposed.